Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: "we gotten some 3cc syringes w/needle (product 309571) that my anesthesia group describe as ¿oily¿ and the graduation markings on barrel of syringe are coming off when the draw up medications. It¿s an intermittent issue. Anesthesia folks claim some syringes from lot# 3258380 are fine, but others are not."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.